Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the active porting block was found to be broken and "service required" codes were observed in the ventilator's downloaded error log. The device's internal battery and active porting block were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no harm or injury reported.